Event description:
Lead explanted due to pacing impedance greater than 3000 ohms. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual analysis revealed signs of abrasion between 40cm and 44cm distal to the is-1 connector pin. However, the insulation was not breached in this region and these signs are not assumed to be the root cause of the observed complaint description. Furthermore, cuts into the insulation between 8cm and 11cm distal to the is-1 connector pin and a bent distal end were found, which most likely resulted from the extraction procedure. A thorough analysis of the lead did not reveal any irregularity that might have contributed to the reported high pacing impedance. The values of the parameters measured electrical analysis were within the technical specifications. The dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.